Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced and adverse event. The patient stated that the sensor was inserted into the abdomen a few days later, they looked closely at the sensor, it looked like it had a bubble under the sensor adhesive patch. When they touched the sensor, they realized it was blood and removed the sensor. Upon removal of the sensor, the adhesive patch tore off the patient's skin the size of a quarter and resulted in a scar. At the time of contact, the patient was doing fine. Additional patient or event information is not available. No data was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.